Event description:
A 10mm amplatzer muscular vsd occluder was chosen for an implant procedure. While attempting to advance the device into the 6f delivery sheath, the device was blocked at the junction between the loading tube and the sheath and was unable to be advanced further into the sheath. The physician also opened a 7f delivery sheath but another occluder was not available to complete the procedure. The patient is scheduled in the future for additional intervention.

Manufacturer narrative:
The reported event of an inability to hand off the device from the loader into the sheath could not be confirmed. The results of this investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
A 10 mm amplatzer muscular vsd occluder was chosen for an implant procedure. While attempting to advance the device into the 6f delivery sheath, the device would not advance beyond the junction between the loading tube and the sheath. The physician opened a 7f delivery sheath but as a second occluder was not available to complete the procedure, the procedure was abandoned. The customer had limited product as there had not been a request additional inventory. The patient is scheduled in (B)(6) for intervention.